Event description:
On (B)(6) 2015, the patient underwent endovascular repair of a distal aortic arch aneurysm using conformable gore® tag® thoracic endoprosthesis (tgu454520j/13122190). When the stent graft was deployed in an area where its partially uncovered stent covers the left common carotid artery (lcca) a bit, the stent graft unintentionally covered a part of the lcca. A bare-metal stent was implanted in the lcca and blood flow to the artery was recovered. Later in the procedure, a possible small type I endoleak was revealed, but the procedure was concluded with a wait-and-watch approach taken to the endoleak. Reportedly, it is not exactly known what could have caused the lcca to be partially covered. One possible cause might be a c-arm angle, but it was not too bad during the procedure. A stent graft did not seem to have moved during deployment, either.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.